Event description:
It was reported that during a knee surgery, the fiber wire on the #1 implant broke and remains unsecured in the patient. Another ar-4500 was used to complete the case. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears, unlocking and advancing the second insertion spear before removing the first insertion spear fully from the delivery cannula, excessive friction when pushing the sliding knot, and/or excessive force to the suture during tensioning or suture slack removal. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up will be submitted.